Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for first lumbar burst fracture. It was reported that the product contracted after placing it into t3 and final fixing was performed. They had to reinsert a new implant and completed the procedure. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the endcaps have no malfunction. Even if the centerpiece was expanded, it could not be fixed in the expanded state. When it was took out of the surgical field and fixed with the set screw without stress, it could not maintain the expanded state.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for first lumbar burst fracture. It was reported that the product contracted after placing it into t3 and final fixing was performed. They had to reinsert a new implant and completed the procedure. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the endcaps have no malfunction. Even if the centerpiece was expanded, it could not be fixed in the expanded state. When it was took out of the surgical field and fixed with the set screw without stress, it could not maintain the expanded state.